Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at their midline incision. The evoke scs system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d - expiration date; unique identifier (UDI). Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was not returned to saluda. The cause of the infection at midline incision could not be definitively determined. The evoke scs system surgical guide states the following: ¿infection that may require hospitalization with intravenous antibiotic therapy and the patient may require a surgery (including revision, explant, and replacement), as a result¿. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.